Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint of safety reset alarms and total power failure alarms. The alarms were raised due to the device was powered on with a flat battery causing the device to shut down due to lack of power. The device was serviced and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed multiple safety reset alarms after powering the device on and after ventilation was stopped. There was no patient harm or serious injury reported as a result of this incident.